Manufacturer narrative:
The field service engineer (fse) ran a precision check successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 1 patient sample on a cobas pro ise analytical unit. The initial results were reported outside of the laboratory. The patient had another sample collected and the results were interpreted as normal. This prompted the customer to repeat the initial sample. On (B)(6) 2022, the initial na result was 109.8 mmol/l with flag and the auto-repeat result was 114.8 mmol/l with flag. The initial cl result was 80.5 mmol/l and the initial k result was 3.32 mmol/l. On (B)(6) 2022, the repeat na result was 144.0 mmol/l, the repeat cl result was 107.1 mmol/l, and the repeat k result was 4.37 mmol/l. The repeat results were deemed correct. The reagent electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022 with acceptable results. The customer stated that qc was acceptable. The alarm trace did not contain a conspicuous event. The investigation did not identify a product problem. The root cause of the event could not be determined.